Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the user interface module (uim) screen and gas delivery engine (gde) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while transporting on the avea ventilator on a patient to another department, the ventilator stopped ventilating. The rt staff manually ventilated (bagged) the patient, there was no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.